Event description:
Information was received indicating that upon pre-use testing of a smiths medical level 1® hotline® warmer the over temp alarm occurred. It was noted to be an out of box failure and there was no patient involvement. There were no reported adverse effects.

Manufacturer narrative:
One level 1 hotline low flow system was returned in good physical condition. An over-temp test was conducted and the reported "over temp" issue was duplicated. The device was out of calibration causing the over temp alarm to not function as intended. The device was recalibrated to resolve the issue.